Manufacturer narrative:
The customer was provided with a replacement acpa. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was faulty acpa. The customer was provided with a replacement acpa to solve the reported issue. The issue was determined to be non-reportable.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.